Event description:
I have used poligrip & super poligrip from late 1990 to present. I have been treated and still being treated by several medical facilities for treatment of various conditions that are on going and getting worse. Blood tests, urine tests and a ceruloplasmin test show zinc and copper and I feel this has contributed to my years of ill health and cannot be reversed. I have used poligrip and super poligrip now for my top & bottom dentures ever since I started wearing them since late 1990. Over the past few years, I have had serious symptoms that have worsened as time goes on. I have tried using other products for my dentures and they do not adhere properly and I am forced to use this product as much as two to three tubes a week based upon what I eat or the amount of speaking I have to do on my job. I have lost extensive time and wages from work over the years, and I am not able to go without wearing my dentures. I feel the FDA should be aware of this product and something should be done. The following are some of the side effects and symptoms that I have and still exhibit, and are being treated for with medications: numbness and or tingling in my feet, legs, hands and arms (not all of the time). Reduction in strength or ability to move legs or feet, arms and hands especially at night. Unexplained pain in the extremities. Tendency to stumble or fall down with an instability and lack of balance and sometimes a change or decrease in walking stride. Low blood pressure, acid reflux and stomach and gastric problems with pancreatitis attacks that I have been treated for and on medication. Loss of support, companionship and intimate relations with my spouse. Excessive nervousness and shakiness. Times of unexplained chills or fever. Kidney/bladder and urinary infections frequently since 1990. At times nausea and not wanting to eat. Presently on several medications ordered by my physicians and scheduled for more tests for my pancreas. I am a military veteran and this is not military related because it has transpired after 1990 over the years and continued since use of this product/s. Dose or amount: denture creams, frequency: 5-7 times daily, route: oral. Dates of use: late 1990 to present. Diagnosis or reason for use: denture adhesive. Event abated after use stopped: no.